Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and tear. The analysis of the device memory indicated lead impedance out of range alert was triggered. The rv (right ventricular) pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was also indicated. The visual summary analysis of the lead indicated apparent explant damage. Analysis of the performance data collected from the device revealed 3 non-sustained tachycardia episodes of less than 220ms v-v cycle recorded between 26 nov 2012 and 23 mar 2013. An out of tolerance (oot) sub threshold lead impedance alert was recorded on (B)(6) 2009 and (B)(6) 2010 and (B)(6) 2011. The maximum rv pace lead impedance rises and varies from an approximate baseline of 800 ohms to greater than 2,000 ohms between (B)(6) 2011 and the date of explant. The analyst noted that other than non-severe explant damage, there were no anomalies observed on the returned full lead in segments. All electrical testing was within specified parameters.

Event description:
It was reported that there was intermittent high right ventricular (rv) lead impedance and noise observed approximately three months after the device was replaced. It was further reported that the rv lead was tested through the analyzer and all electrical measurements were found to be within normal range and that the physician suspected a connection issue with the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).